Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple duplicate address detected errors the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device detected multiple duplicate address errors. A field service engineer (fse) checked remote smart service and found the latest firmware update for half height cubie drawers had not been installed. Guided the customer to reboot the station to apply the update. After reboot, the customer walked through the unload/recovery process. Customer successfully cleared pocket failures and reloaded medications. Case closed. The system functioned as intended after the field service engineer repaired the device.